Manufacturer narrative:
Three unused samples with lot number 6018103264x were received for evaluation. As part of the analysis the sample was visually inspected according to product specification; the physical sample received presents small sponge fragments loose. The condition reported by the customer was confirmed. The device history record (DHR) review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The component, x-ray detector sponge, 4"x 8", 12 ply is produced by external supplier and the assembly process consists in a pick and place operation. There is no additional inspection on the line to detect the condition reported. A supplier corrective/preventative action (scar) was issued and a formal corrective/preventative action (CAPA) was initiated. Currently the scar is closed with no issues during effectiveness, with the implemented actions. The root cause was attributed to the manufacturing equipment. A production notification was performed to all personnel to ensure that they are aware on the condition reported by the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to medtronic on (B)(6) 2017 that a customer had an issue with a surgical gown. The customer reports shedding small fragments like snow.